Event description:
It was reported that the pacemaker system had exhibited oversensing in the right atrial (ra) channel. Technical services reviewed the available electrograms, and it was determined that the device inappropriately stored atrial tachycardia response (atr) episodes due to far-field oversensing. At this time, the pacemaker system remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).